Manufacturer narrative:
Laboratory analysis summary the device related to the reported event of deflation was received on july 18, 2024. With catalog mcghan210cc. Based on the product analysis performed, the assessments of the complaints are: deflation: delamination of the diaphragm valve assessed as adhesive failure. As per the investigation procedure crease, wear abrasion particles was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Physician reported left side deflation. The device has been explanted.

Event description:
Physician reported left side deflation. Manufacturer of device is unknown. Device explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.